Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: red particle material on the shell, red tissue.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required additional, changed, and/or corrected data: a6, b3, d4, d6a, g1, g2, h6.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii reported. The device has been explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii reported. The device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported experiencing "a lot of problems" with their implants. The patient has had an ultrasound scan which "showed contracture plus liquid". Patient report they are experiencing pain every day and want the implants removed however when the patient visited another surgeon they advised they patient "that they are not in grade to do the operation" baker grade ii reported. The device remains implanted. Right side.